Event description:
An endurant ii stent graft system was inserted for the endovascular treatment of a fusiform 50mm diameter and 89mm in length abdominal aortic aneurysm. The proximal neck was 20 mm in diameter and 25 mm in length. The left common iliac artery was 14 mm in diameter and the right common iliac artery was 16 mm in diameter. The right internal iliac artery measured 19 mm in diameter and the left internal iliac artery measured 14 mm in diameter. The right external iliac artery measured 6 mm in diameter, and the left external iliac artery is 6 mm in diameter. Both sides of cia had severe calcification and a portion of severe stenosis. It was reported that the access vessel was very fragile. The common iliac artery also had severe calcification and excessive bleeding was confirmed during device insertion. The severe calcification prevented the device from being inserted to the targeted site. Access was attempted on the opposite limb; however, it was the same situation. It was expected that further treatment would lead to irretrievably damage to the access vessel so the procedure was stopped. Flow into the peripheral blood vessel improved by pta and vascular reconstruction for the stenotic site. The patient received a transfusion consuming map 6 units. Also cell saver (device for autologous transfusion) was used. The patient cannot bear open surgery. The patient will be monitored by the physician. No additional clinical sequelae w ere reported and the patient is stable. The physician commented that though approach was tried with some kinds of methods, it failed. But there was a low possibility to approach with other devices except endurant.

Manufacturer narrative:
(B)(4).